Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain. Placed open tray impression coping and patient felt pain when tighten.